Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition. The carrier tube was returned fully rear locked and was removed from the hemostasis sheath, although the anchor and collagen were stuck within the sheath. No other damage or issues were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventionalist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor did not deploy within the vessel. There was no reported impact on the patient. There was no life-threatening injury to the patient. There was no permanent injury. The procedure was completed successfully. There was no reportable adverse event. There was no known effect on the patient condition. Additional information was received on 09feb2024: there was no femoral artery calcification, within the main femoral artery. Deployed distal the internal epigastric artery and proximal to the femoral bifurcation. Not a re-entry case with a prior angio-seal intraluminal. Manual compression was done. Additional information was received on 12feb2024: the procedure was a femoral angio using an 8fr sheath. There was no vessel occlusion. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. The estimated blood loss was standard volume for advance and retract for confirmed vessel access. There were no concomitant devices used with the angio-seal.